Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. D4: UDI number unavailable. G5: 510k number unavailable. H4: device manufacture date unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's father believed the pump infusing remodulin may have been malfunctioning. An event occurred where the patient experienced paleness, sweating, and vomiting. The father called the doctor and was advised that the patient may have been receiving too much medication or may have gotten a bolus from tubing. This event happened again approximately one month later with the same symptoms and patient's pupils were large. Everything was back to normal" 15 to 20 minutes later. It was further noted that the pump was due for maintenance; it was indicated that a pump alarm may have occurred.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause for the symptoms was due to an over infusion of medication because of either the pump not being properly programmed or other factors which create system deliver inaccuracies such as backpressure or fluid resistance, which can depend upon drug viscosity, catheter size, and extension set tubing, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. G1, email address: (B)(6).